Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported that probably about a week or so ago, they started noticing that they were having issues with their back. Patient said they had a couple of back pains before, but they didn't associate it with the device/therapy, so they just turned the stimulation up. Patient then noticed that the stimulation was automatically dialing down to 0.0 and now they were starting to notice pain in their back, which is how they knew the stimulation had dialed itself down. Patient also said that every time they went to check the stimulation, the stimulation would automatically default back to a lower number. During the call, patient confirmed stimulation was on, and they were able to go into group b and the intensity was set to 1.8 which is what they normally keep stimulation at. Patient mentioned that they had switched to group b a couple years ago because group a was doing something, but didn't want to have the same pain as before. The issue w as not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the cause of the ins automatically turning down was due to the adaptive stim being turned on. They state they were adjusted and the adaptive stim was turned off which resolved the issue.